Event description:
Additional information was received indicating the device was at end of life (eol) due to normal battery depletion resulting in the loss of telemetry. If a device is at normal eol, the device is no longer expected to meet performance specifications, as the service period has expired normally.

Event description:
It was reported that the device was unable to be interrogated. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.